Manufacturer narrative:
D4- the UDI is not known as the part and lot number were not provided. The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported break. It was reported that damage to the tip coils was noted during the procedure. Factors that may contribute to break during use include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to implant a cardiomems device. The swan ganz catheter was advanced to the lesion and the steelcore guide wire was then advanced through the catheter however it was noted the tip coils appeared to have sheared off solely in the middle portion of the wire. The steelcore guide wire was removed and exchanged for a non-abbott guide wire to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.